Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that imprecise na results were obtained on a patient sample on a dimension vista 500 instrument. The customer stated that quality controls (qcs) were within range on the day of the event. Sample specific issues potentially contributed to the imprecise na results. The instrument is performing within specifications. No further evaluation of the device is required. MDR 2517506-2019-00097 was filed for the imprecise results obtained on the initial dimension vista instrument.

Event description:
Imprecise sodium (na) and potassium (k) results were obtained on a patient sample on a dimension vista 500 instrument (serial number (B)(4)). The sample was also repeated for na on an alternate dimension vista 500 instrument (serial number (B)(4)), resulting higher. None of the results were reported to the physician(s). The correct results for this patient are unknown. There are no reports of patient intervention or adverse health consequences due to the imprecise na and k results.